Event description:
The impedance on the #0 electrode was greater than 2000 ohms prior to surgical wound closure. The other electrodes had impedances within normal limits. The hcp programmed around the #0 electrode. There were no adverse events associated with the event. The impedance did not return to normal after several months of therapy. The lead remained implanted. A follow-up report will be submitted if additional info becomes available.